Event description:
It was reported a pt expired after becoming disconnected from the ventilator and no alarms were heard. The pt's trach became dislodged and removed from the pt's airway. Pt lived by themself who reportedly had nursing care 18 hrs/day. The remaining 6 hrs were covered by family. Nursing reportedly was not present during the event.